Event description:
It was reported that, on an unknown date in january, a tego connector was found to be occluded during patient use. The reporter stated, "sluggish flush - venous increased pressures on connection. Tego's x1 changed - resolved" in addition, the customer stated that, "unable to obtain complaint details and sample until 20.01.2025." An unspecific person became aware of this issue when observed by clinical staff as part of dialysis procedure. Medication was not used with this product. The product was not reprocessed or re-sterilized prior to use. The suspected product is available for retrieval. The product was contaminated or contain a biohazard or chemotherapeutic agent. There was patient involvement, delay in therapy but no adverse event. No one was harmed as a result of the reported event.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg: 6mar2025. Investigation summary: received one (1) used d1000 tego. There was unknown solution residuals present there is some damage evident on the outside of the tego that could lead to a leak. The tego was leak tested and was found to leak. Visual examination shows an area on the top seal of the tego that was damaged. The fluid path was also observed using an approved ICU medical syringe, the fluid path was occluded that would lead to lack of flow. The reported complaint of problems with the valve can be confirmed due to the damaged seal and occluded flow path. A device history record lot# review could not be conducted because no lot number(s) was/were identified. The probable cause of the top silicone seal tearing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.